Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used and one (1) unused sample, in packaging, were returned for evaluation. Upon visual inspection, the used sample was noted to be broken at the male luer. The unused sample was leakage tested, per specification, with passing results. The reported defect was confirmed on the used sample through visual inspection. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. Although the defect was confirmed, it should be noted that the patient was running around in the playroom causing the tubing to become twisted which over torqued the connection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: patient was running around in the playroom which caused the tubing to be twisted and the connection to be over torqued, causing it to break and blood to leak. The patient's chemotherapy with mannitol was completed, so only primary fluids were running.